Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded . Bmet reported there were visual and auditory alarms. If the alarm displayed low o2, the low air message will also appear in the aux tab. No gas leaks were observed and the gas circuit was connected directly to the wall. There was no use of a vaporizer or a mechanical gas flow meter used. The electronic patient gas system (epgs) settings could not be adjusted by the central control monitor (ccm) but the local controls on the epgs worked. This hospital has reported other instances of the gas system having had a low air pressure alarm. This complaint is related to (B)(4) / medwatch #1828100-2017-00363 and (B)(4) / medwatch #1828100-2017-00335

Event description:
It was reported that during set-up for cardiopulmonary bypass procedure (cpb), a low oxygen (o2) pressure alarm was observed. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system 1 simulator and central control monitor (ccm), attached oxygen (o2) and air at 50 psi. After the 15-minute warmup period, calibration of the epgs was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 l/min and 100% o2 was 1.73 volts, within the specification of .55-2.758 volts. Operated the epgs for three hours with no low pressure alarms occurring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reported complaint was confirmed. Service repair technician (srt) performed electronic patient gas system (epgs) leak test and verification/release test as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.